Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was using an ungrounded cable and their driveline was in horrid condition. The physician requested for the driveline to be replaced. A driveline repair was performed on (B)(6) 2021. A review of the patient's log files from (B)(6) 2021 at 10:16 am, found a driveline disconnect alarm. The driveline was reconnected at 10:22 am. The log files also showed low flow alarms on (B)(6) 2021 at 7:42 am and on (B)(6) 2021 at 3:28pm. The low flow alarms appeared to be a patient issue. Abbott technical services communicated on 01oct2021 that the driveline repair was for cosmetic reasons only. The customer was using an ungrounded patient cable as a precaution, and the patient will remain on an ungrounded patient cable. The patient will be monitored and seen for routine clinic visits.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed the report of superficial jacket damage; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed some intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined. It was reported on (B)(6) 2021 that the patient¿s driveline was in bad condition and a driveline repair was requested. Abbott technical services performed a driveline repair on (B)(6) 2021. It was communicated that the driveline repair was for superficial driveline damage, and the patient was placed on an ungrounded patient cable as a precaution only. The submitted log file was reviewed and contained data from (B)(6) 2021 through (B)(6) 2021. Driveline disconnect, low speed hazard, low flow hazard, and driveline fault alarms that were associated with the driveline repair were captured on (B)(6) 2021. The pump otherwise maintained a stable speed above the low speed limit without issue. A low flow alarm was captured prior to the driveline repair on (B)(6) 2021, as well as after the repair on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. Approximately 15.0¿ of the distal end of the driveline was returned with tape around the silicone jacket along approximately 1.5¿ to 4.25¿ from the controller connector (cc) and along approximately 4.75¿ to 8.75¿ from the cc. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the silicone jacket upon removal of the tape found tears in the jacket beneath the tape. The bionate was removed and moderate to severe breakdown of the metal braided shield was noted past the terminus of the cc bend relief and along the remainder of the returned driveline. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing on vad-60451 with no further reported issues at this time. The relevant sections of the device history records for vad-60451 and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. H, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.